Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a use error - failed to follow proper therapy steps was confirmed, however a cause as to why the patient didn't follow proper steps could not be determined. Patient stated during an alarm situation they changed out the cassette but not the supply bags. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During assistance with a check supply line alarm that occurred on the homechoice (hc) during use, during prime; the customer revealed that they had reset up the hc by using the same supplies. The technical service representative (tsr) explained to them that the supplies were compromised. They advised the customer to start over with completely new supplies. During a follow-up with the home patient (hp) regarding the reported problem, they stated they started over with new supplies and everything went fine. The hp stated they did not talk to their peritoneal dialysis registered nurse (pd rn) regarding the reported problem and will talk to their nurse about it. The hp stated that they have not made the same mistake again of reusing the supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.